Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he is having trouble with the implantable neurostimulator (ins). Caller states the ins is supposed to help with both feet, but is only helping with one foot. He has tried different programs, and nothing is working. The stimulation only come on when it wants to, and he only feels the stimulation at certain times of the day, or days. He thinks something is wrong with the ins ,or the leads. Caller confirmed he has not had any falls or traumas. It was reviewed, and recommended making an appointment with his healthcare provider (hcp) to check the ins. Caller states this has been going on for about 6 months now.